Manufacturer narrative:
Additional information: a2, b5 plant investigation: an updated investigation report was provided with minimal details added. One quality event was found during the review of the batch documentation. However, the quality event was not related to the failure pattern at hand. No non-conformities were observed during the manufacturing process.

Event description:
Additional information was provided at a later date. The noise was occurring during the priming phase as well. There were no novalung console alarms that occurred related to the reported event. All of the cables and connections were confirmed to be securely seated. There were no visual irregularities noted on the pump head. No clots were noted in the pump head. To troubleshoot the potential cause of the noise, the pump and venting were stopped, the pump speed was decreased, and the pump speed was increased. The patient was not able to continue treatment on the kit. To resolve the reported issue, the xlung kit was changed. The patient's estimated blood loss (ebl) due to the event was confirmed to be about 500 ml. The main cause of the patient's death was their pre-existing disease.

Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. It is highly unlikely to detect a failure in the retention sample, since the noise occurred after two hours of use. A provided video suggests that the noise may have been due to the rotor touching the inner housing of the pump head. The bearing of the pump head rotor might have been damaged during application, e.g. Due to pump head thrombosis or air intake. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. Since a physical evaluation could not be performed, a definitive cause for the noise described could not be confirmed.

Event description:
It was reported that an abnormal grinding noise was heard coming from the pump head of an xlung kit 230. The noise was noticed approximately two hours after the start of extracorporeal membrane oxygenation (ECMO) therapy. It was reported that the event resulted in over 500 ml of blood loss. It was later reported that the patient passed away; however, the patient¿s death was confirmed to be unrelated to ECMO therapy or the use of any xenios products. In the initial reporting it was indicated that the sample was not available for evaluation. Multiple attempts were made to obtain additional information, and no further details have been provided.